Event description:
It was reported that there were issues with 3 reloads. No harm to patient.

Manufacturer narrative:
(B)(4). Batch #454a73. Additional information requested and the following was received: did the device deliver any staples? Yes, all staples have been formed properly. If yes, were the staples formed properly? Yes, but no tissue present. If yes, was the staple line complete? N/a, due to tissue slippage. Did the device cut? Yes. If yes, was the cut line complete? N/a, due to tissue slippage. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No further information available. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? Using reverse button to open up the branches. . If yes, did the jaws eventually open? N/a. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60 a device was returned with no apparent damage and with three ecr60d reloads present. The reload was received fully fired. The reload (c) was received partially fired 1/16. The reload (d) was received fully fired and with damage on reload deck. The returned device and reload. Were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. Additionally, four ecr60d reloads were received sterile and with no apparent damage. The returned reloads were opened and the reloads were tested for functionality with a test device in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. One possible cause for this type of damage to the knife and reload is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.